Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and presented to their hospital clinic for an evaluation. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock was delivered due to over-sensed non-physiological artifacts. These artifacts could be the result of sense b noise, impairment of the electrode, or other contact disturbances in the device header. Ts recommended a thorough evaluation of the system via provocative maneuvers and isometrics, as well as performing diagnostic imaging. X-ray images were subsequently provided from the implant procedure, which exhibited some evidence of electrode curvature near the device header. It was noted that the recommended provocative maneuvers were performed, which was unable to reproduce the non-physiological artifacts. Complete device data was also provided, which showed evidence of myopotential noise and artifacts were observed in the secondary sensing vector. Ts recommended performing a system revision, as reliable sensing and detection could not be guaranteed. New x-ray images were also provided, which showed that the electrode had possibly twisted or rotated. The physician elected to program the device to the secondary sensing vector and schedule an additional follow-up within a week. Should a non-invasive option be preferred, ts recommended close remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and presented to their hospital clinic for an evaluation. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock was delivered due to over-sensed non-physiological artifacts. These artifacts could be the result of sense b noise, impairment of the electrode, or other contact disturbances in the device header. Ts recommended a thorough evaluation of the system via provocative maneuvers and isometrics, as well as performing diagnostic imaging. X-ray images were subsequently provided from the implant procedure, which exhibited some evidence of electrode curvature near the device header. It was noted that the recommended provocative maneuvers were performed, which was unable to reproduce the non-physiological artifacts. Complete device data was also provided, which showed evidence of myopotential noise and artifacts were observed in the secondary sensing vector. Ts recommended performing a system revision, as reliable sensing and detection could not be guaranteed. New x-ray images were also provided, which showed that the electrode had possibly twisted or rotated. The physician elected to program the device to the secondary sensing vector and schedule an additional follow-up within a week. Should a non-invasive option be preferred, ts recommended close remote monitoring. Recently, the physician indicated that the electrode was most likely starting to fracture, but elected to continue with remote monitoring for the time being. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.